Event description:
Bayer case number: (B)(4). Headache [headache] persistent diffuse pain [diffuse pain] deterioration in my general health condition [general physical health deterioration] intense fatigue [fatigue] brain fog [brain fog] tinnitus [tinnitus] depression [depression] currently on work leave due to depression [sick leave]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headache") in a 47 year-old female patient who had essure inserted (lot no. 629138) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2018 she experienced general physical health deterioration ("deterioration in my general health condition"), pain ("persistent diffuse pain") and fatigue ("intense fatigue"). In (B)(6) 2024 she experienced headache (seriousness criterion medically important), brain fog ("brain fog"), tinnitus ("tinnitus") and depression ("depression"). On unknown date she experienced sick leave ("currently on work leave due to depression"). At the time of the report, the depression and sick leave had not resolved. The outcomes for headache, general physical health deterioration, pain, fatigue, brain fog and tinnitus were unknown. No causality assessment was received for essure with regard to general physical health deterioration, pain, fatigue, headache, brain fog, tinnitus, depression or sick leave. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Abdominal x-ray] on (B)(6) 2010: the implants appear to be in place in the pelvis. After staining: the uterus is anteverted, anteflexed, normal in size, with regular contours and homogeneous tone. No tubal opacification was observed. On conclusion of the examination, contrast medium was introduced into the myometrial and pelvic veins. In conclusion bilateral absence of tubal patency [magnetic resonance imaging] (date unknown): not available [ultrasound doppler] (date unknown): not available. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) headache [headache] persistent diffuse pain [diffuse pain] deterioration in my general health condition [general physical health deterioration] intense fatigue [fatigue] brain fog [brain fog] tinnitus [tinnitus] depression [depression] currently on work leave due to depression [sick leave]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 28-may-2025. The most recent information was received on 04-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headache") in a 47-year-old female patient who had essure inserted (lot no. 629138) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2018 she experienced pain ("persistent diffuse pain"), general physical health deterioration ("deterioration in my general health condition") and fatigue ("intense fatigue"). In (B)(6) 2024 she experienced headache (seriousness criterion medically important), brain fog ("brain fog"), tinnitus ("tinnitus") and depression ("depression"). On unknown date she experienced sick leave ("currently on work leave due to depression"). At the time of the report, the depression and sick leave had not resolved. The outcomes for headache, pain, general physical health deterioration, fatigue, brain fog and tinnitus were unknown. No causality assessment was received for essure with regard to general physical health deterioration, pain, fatigue, headache, brain fog, tinnitus, depression or sick leave. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [Abdominal x-ray] on (B)(6) 2010: the implants appear to be in place in the pelvis. After staining: the uterus is anteverted, anteflexed, normal in size, with regular contours and homogeneous tone. No tubal opacification was observed. On conclusion of the examination, contrast medium was introduced into the myometrial and pelvic veins. In conclusion bilateral absence of tubal patency [magnetic resonance imaging] (date unknown): not available [ultrasound doppler] (date unknown): not available quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jun-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.